Manufacturer narrative:
Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50, UDI: (B)(4), serial: (B)(4), batch: 8562942.

Event description:
It was reported the patient experienced a head and neck ache that continued 3 days after the procedure. As a result, the physician ordered the patient to go to the ER for possible csf leak treatment.

Manufacturer narrative:
A patient experiencing a severe headache was reported to abbott. Physician ordered patient to go to the ER for possible csf leak treatment. The patient recovered from the csf leak. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient is recovered and stable.